Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice pro device received a returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. A short-simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptom of shortness of breath; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced feelings of being ¿too full¿, distended abdomen, trouble breathing and high blood pressure during all cycles. The patient was connected to the homechoice pro device at the time of the events. The caregiver stated the patient was distended and felt ¿too full all the time and only draining partially relieved the symptoms¿. It was reported the patient was unable to drain anymore after multiple manual drains but still felt the symptoms and was distended. Renal therapy services (rts) advised the caregiver to end the therapy and call the registered nurse (rn) as soon as possible. Rts recommended the caregiver to end the patient¿s therapy before the last fill volume of 200 ml due to the continuation of patient symptoms. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.